Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel airbubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use air bubbles were discovered in gel with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the consumer stated the presence of bubbles in the gel of the test tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use air bubbles were discovered in gel with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the consumer stated the presence of bubbles in the gel of the test tube.